Event description:
It was reported that the programmer would not boot up. It was also reported that the keyboard and the back door needed repair. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported boot up issue; programmer would not completely boot up; hard drive reconfigured and software reloaded and updated to resolve issue. Analysis confirmed the reported keyboard and back door issues; power cord bay assembly was broken and the keyboard was pulling apart. Analysis also found the power cord was damaged, printer drawer was broken, 25 speed printer button was worn, and the upper case was dented and cracked. ECG (electrocardiogram) connector was found loose on the lem (link electronic module) printed circuit board assembly. Concomitant product(s): product ID: 2067 radio frequency head. (B)(4).